Event description:
As reported by the customer "during reprocessing, the washing machine detected a leak". There was no patient harm, no user injury reported due to the event. Device return evaluation found (insertion part distal end part) dirty between hold ring and c-body. Insertion part (light guide) lg lens glue was missing.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection found dirty between hold ring and c-body (insertion part distal end part). Insertion part (light guide) lg lens glue was missing. In addition, leak observed from k-pipe. The customer reported leakage issue was confirmed. Furthermore, service repair , noted the following findings during inspection: leak from k-pipe: gil1301. Ob (objective lens) lens glue chipped. A-rubber glue (bending section) cracked. Bending tube was deformed. Connecting tube had buckles, wrinkles, and scratches. Coloring on aw-cylinder peeling off. Coloring on s-cylinder peeling off. Key top 1discolored. Switch box discolored. Universal cord had scratched. Angulation was less than standard. Play on angulation control knob. K-pipe detached. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following glue deterioration from the following: a) physical stress. B) chemical stress. C) storage environment. The suggested phenomena were seemingly preventable - the instructions for use (IFU) states as follows: "operation manual: important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU further states: "reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity or exposed to x-rays and ultraviolet-rays. These could damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.